Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had a fault occur and the universal surgical manipulator (usm 4) was disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs, which showed error 23087 against usm 4. The live log did not load to show all of the error codes. The procedure was completed with no reports of patient injury. Follow-up attempts to request additional information has been performed to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint, but failure analysis testing has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23087 on the usm 4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3979. This complaint is reportable malfunction event due to the following: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis and the reported failure (error 23087) was confirmed, but not replicated. The usm was tested on an in-house system and passed normal mode. Remote fe logged errors 23138 and 23087, pointing to an issue with the insertion axis. During inspection, failure analysis did not find any discrepancies on axis 3. The usm went through more testing on a testing platform and it passed all required tests. The insertion chip-encoder virtual absolute (cva) disk, cva printed circuit assembly (pca) with flat flex cable (ffc) & the axes controller spar hall (acsh) sensor will be replaced.

Event description:
Refer to h10/h11 for follow-up information.